Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 250cc saline prosthesis, catalog: 3501635, serial number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced deflation on the right breast prosthesis post procedure, confirmed by a visual examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline prostheses on (b)(46 2018; catalog # 3502325, s/ns (B)(4) (l) and (B)(4) (r).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Two devices were received with lot number 5665298. The device a was received with no fluid. White and yellow material was observed within the device and white material was observed on the shell surface. During initial evaluation creases were observed on the anterior and posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. The device b was received with no fluid. White, yellow and red material was observed within the device and white material was observed on the shell surface. During evaluation creases were observed on the anterior and posterior aspect, in addition, an area of shell abrasion was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No other anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this time is not possible to determine the origin of the white, yellow and red material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).